Event description:
It was reported that the tip of the screwdriver snapped off while the surgeon was attempting to unscrew the grub screw on the connector. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The screwdriver tip is indeed broken apart. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. While we assume that far too much mechanical force may have caused the breakage of the tip, unfortunately, we are unable to determine the exact cause of this reported problem. Please note that this is the first complaint record received associated with this device and after reviewing the manufacturing documents, we determine, that this is an isolated case. No product fault could be detected. Device history review results conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While that far too much mechanical force may have caused the breakage of the tip, we are unable to determine the exact cause of this reported problem and the complaint condition is due to an unknown cause.